Event description:
The healthcare professional (hcp) of a clinical study reported that the patient received an MRI due to seizure. Actions taken at the time of the event were unknown.

Manufacturer narrative:
Correction: additional information received makes the event not reportable as the event was not related to the device or therapy. Event reported in error.

Event description:
Additional information received reported the seizures were not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.